Manufacturer narrative:
Product analysis: the distal portion of the lead was returned, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. The exposed right ventricular defibrillation coil became extrinsically fractured due to a cut. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. Concomitant medical products: d334drg ICD, implanted: (B)(6) 2012. The initial reported event was submitted via an alternative summary report. As the product code for this model has been revoked from summary reporting, this new information does not qualify for summary reporting and is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high right ventricular (rv) lead impedance and the lead was fractured. The rv lead was explanted and replaced. It was also reported that the right atrial (ra) lead was fractured. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.